Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the screen hinge of the cardiosave intra-aortic balloon pump (iabp) broke.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that the screen hinge for the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.